Event description:
The patient ((B)(6)) was implanted with an ipg on (B)(6) 2011. It was reported the patient is experiencing a burning sensation at the ipg site. The reported issue is said to be present regardless of the stimulator's function. In an effort to resolve this matter, the patient was given trigger spot injections; however, the resulting relief was temporary. A decision regarding the next course of action has not been reached.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.